Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a partial display. The customer reported part of the screen was missing on the insulin pump. Customer reported the pixels were missing while troubleshooting with a self-test. The customer's blood glucose was unknown. The customer declined a replacement insulin pump as the insulin pump was functioning fine. The customer declined to return the insulin pump for analysis.